Event description:
The customer reported that the pump started beeping downstream occluded, error 42 0002. No adverse reactions were reported during use of the device. Technical error 42 0002 (downstream pressure sensor out of range) triggers an alarm and stops the pump. The device and power cord were received for evaluation. A review of the event log confirmed the downstream occlusion alarm. During evaluation, the error 42 alarm could not be reproduced. The device was found to meet specification.